Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to close all applications except the g5 application, and re-pair the transmitter, which was unsuccessful. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Data was received from the patient. A review of the downloaded data log did not find any errors. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter. No additional patient or event information is available.